Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5000-pm is available in the USA with a 510k number prototype. Evaluation summary: it was caused due to the improper cleaning on the air inlet at the hospital. Confirmed by fse at the hospital. Fse open the processor and clean the dust. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The air inlet of the pump is blocked by dust which cause the air feeding less. It will cause the inspection of procedure.